Manufacturer narrative:
Patient weight was not provided for reporting. (B)(4). Device is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent an initial implant tfna surgery for femur fracture repair. Post operatively, the patient reported having fallen on an unknown date in late january and presented to the surgeon with pain in her hip and untreated cellulitis in her feet. An x-ray was taken post-operatively and identified the helical blade migration. Patient underwent revision surgery on (B)(6) 2017 due to a trochanteric fixation nail-advanced (tfna) helical blade that migrated into the femoral head. The patient was revised to a lag screw in place of the helical blade; the nail and distal screw remained implanted. The helical blade was removed intact. No surgical delay or additional medical intervention occurred during the revision. Patient outcome was reported as stable concomitant devices: nail (quantity 1). Distal screw (quantity 1). This report is for one (1). This is report 1 of 1 for (B)(4).